Manufacturer narrative:
This is follow-up 1: the device was received on (B)(6) 2018. Conducted visual and functional testing/inspection on (B)(6). Result: defect open/lock mechanism: cleaning and sterilization residues block the catch clamping mechanism. Incident: we could not find a connection of the failure and the incident. It could be, that the user has not realized, that the skull clamp is not properly closing. By this, a movement may have occured. Also, our experience is, that incorrect pinning technique can contribute to slippages.

Event description:
No additional information in this follow-up.

Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted on (B)(6) 2018. Customer stated: "patient slipped in skull clamp on wednesday (B)(6) 2018 during a case. The colleague has applied it himself and it gave way a few hours into the case. We had to semi-close the wound, undrape, repin, redo navigation and restart again."